Manufacturer narrative:
The impella lp2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a (B)(6) asian male patient presenting with acute myocardial infarction and cardiogenic shock for support with an impella lp2.5. The device was inserted without issue, however, the access site developed a bleed and required multiple units of blood products as treatment. The patient recovered and was successfully explanted, upon improved hemodynamic support.